Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had reservoir ring was loose and insulin squirting out during the prime process. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that she had issues with the tubing connectors being really loose on the reservoir feels it was causing problems with her insulin delivery. Customer reported insulin continues to drip after letting go of the act button during the prime process. The device will not be returned for analysis.